Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the surgeon reported that there was a delay with the monopolar curved scissors (mcs). The caller stated that the surgeon reported that the needle driver jaws moved proportional to the grip position, but the mcs did not appear to. The caller stated that the surgeon stated that when the needle drivers were installed and they closed the grip slowly, that the jaws closed slowly. The caller stated that the mcs did not behave this way and was a little jumpy. The caller stated that the surgeon used the mcs in their right hand. The tse recommended surgeon check if the scissors would behave the same in the left hand. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. During a procedure, the customer reported a delay and jumpy movement with the monopolar curved scissors (mcs), noting that its jaws did not respond proportionally to the grip position as the needle drivers did. The issue was observed when the mcs was used in the surgeon¿s right hand. Technical support engineer (tse) recommended testing the mcs in the left hand to compare behavior. Fse confirmed the issue was with the instrument, not the robot. The customer has not experienced the issue again. They were advised to switch the instrument from master tool manipulator right (mtmr) to master tool manipulator left (mtml) if the issue recurs to verify it's instrument-related. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.